Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2022 getinge became aware of an issue with one of our surgical lights ¿ hled 500. As it was stated, the circlip detached from the device. There was no injury reported. However; we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury in case of event recurrence.

Manufacturer narrative:
It appeared that the issue reported under manufacturer¿s reference number: (B)(4) (report number: 9710055-2022-00308) is a duplicate of the issue reported under manufacturer¿s reference number: (B)(4) (report number: 9710055-2022-00222). Therefore, the issue is evaluated under manufacturer¿s reference number: ot648189 (report number: 9710055-2022-00222). The correction of d4 serial # field deems required. This is based on the additional information that has been received. Previous d4 serial #(B)(6). Corrected d4 serial #(B)(6).

Event description:
Manufacturer's reference number: (B)(4).